Event description:
International affiliate reports that during a transforaminal lumber interbody fusion procedure, the lateral portion of the spinal cage fractured during insertion. The fractured portion of cage was retrieve. However, the medial portion of the cage could not be retrieved. Bone graft material was packed around the implanted cage. The difficulty resulted in a ten minute delay to the procedure. As a compromised device was implanted, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made as the device is not available for evaluation and its lot# is unknown. However, the most likely cause of the event is the application of atypical force upon the cage during its insertion. At this time, the complaint is considered to be closed.